Manufacturer narrative:
Failure analysis revealed that the insulin pump had unresponsive buttons and a frozen display as a result of a flattened dome switch on the act button.

Event description:
The customer reported that the insulin had a frozen display. Troubleshooting was performed. The customer stated that the time was not advancing and the buttons were unresponsive. No further info was provided.